Event description:
Received an electronic report of a patient who experienced a peritonel infection from a user facility. It was learned from the initial reporting rn that the patient continues to be infected with peritonitis. Initially, the bacteria identified was caog negative staph. It has been learned that this patient continues to receive peritoneally infused vancomycin but the prescription has changed during the course of treatment for this event. At this time, this patient has been ordered and is receiving vancomycin 2 grams ip for 4 weeks, and also, the order is for the patient to take diphenhydramine po 15-30 minutes prior to the vanco infusion because of a possible allergy. The rn stated the patient had some itching on her legs. The patient is tolerating this prescription at this time. The rn stated that initially, the patient did not receive a good dose to treat this infection. The rn also verbalized that this patient has good technique with her infusions. The patient is able to continue intraperitoneal dialysis. Teh last dose of antibiotic is scheduled for 2006. There is no sample available for an evaluation. Also for this event, the initial reporter gave 2 lot numberrs for this device. She was unable to confirm whether this event occured from lot 6ar044 or 5pr231.